Manufacturer narrative:
Repair declined by kevin de leon, technical services coordinator, at kevin.deleon@agilitihealth.com for all additional repairs. Please only complete the recall. Additional repairs outside the recall repair were addressed. The device was repaired, retested, and released back to the customer. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp door latch recall 2017- 04/02/2019 12:23:23 dwayne davids (ddavids) biomed contact kevin de leon 714-773-9885 kevin.deleon@agilitihealth.com 04/08/2019 07:55:27 arjie ancheta (aranchet) inbound error 04/11/2019 05:57:12 dung v nguyen (dnguyen) est rcl to mj. 04/29/2019 13:22:58 lauryne wasan (lwasan) major repairs needed per dung nguyen, service tech, due to broken rear case, corroded iui connectors and cracked submechanism bezel assembly. Repair declined by kevin de leon, technical services coordinator, at kevin.deleon@agilitihealth.com for all additional repairs. Please only complete the recall. 05/02/2019 13:43:08 dung v nguyen (dnguyen) lvp door latch recall completed. Return unrepair rear case housing broken bottom right side corner and iui connector assy was damaged. Lvp bezel post recall completed. 05/03/2019 08:50:26 annette a mendez (amendez) 9632001960920413730700480982940056 01/31/2020 07:49:00 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.